Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, approximately 5 years post implant of a 26mm sapien 3 valve in the aortic position, the patient was presented with worsening heart failure and the valve was noted to have central regurgitation. A 26mm sapien 3 ultra valve was placed with great results.

Manufacturer narrative:
The device remains implanted in the patient; therefore, could not be returned for evaluation. No imagery was provided to edwards lifesciences for review. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The following instructions for use (IFU) were reviewed: edwards sapien 3 thv with the edwards commander delivery system IFU warnings accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Precautions long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Potential adverse events additional potential risks associated with the use of the valve, delivery system, and/or accessories include: paravalvular or transvalvular, valve regurgitation. No IFU or training deficiencies were identified. As the reported event was unable to be confirmed, a complaint history review is not required. A risk assessment was performed and the risk of inadequate thv performance over time and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training, including proper patient screening, valve positioning and deployment, and post-procedural care. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with inadequate thv performance over time. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no edwards defect or IFU/training deficiencies were identified, corrective/preventative action is not required. The reported event was unable to be confirmed as no relevant device/imagery was provided for evaluation. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. As reported, "approximately 5 years post implant of a 26mm sapien 3 valve in the aortic position, the patient was presented with worsening heart failure and the valve was noted to have central regurgitation." Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Regurgitation which develops progressively over time can be due to several issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, there is insufficient information to determine a root cause.